Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective generator board, or the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7 ¿ a defective transformer tr1 at the generator board (permanent fault). 8 ¿ a defective current transformer at the generator board (permanent fault). 9 ¿ a defective impedance converter at the generator board (permanent fault). 10 ¿ a defective peak value rectifier at the generator board (permanent fault). 11 ¿ missing activation for the output stage of the generator board (permanent fault). 12 ¿ too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13 ¿ no or a too low supply voltage of the hvps board (permanent fault). 14 ¿ a defective hvps board (short circuit at the mos transistors, permanent fault). 15 ¿ a defective motherboard (short circuit at the ntc1, permanent fault). 16 ¿ a defective motherboard (defective adc, permanent fault). 17 ¿ defective transient-voltage-suppression (tsv) diodes at the relay board (permanent fault). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error message e433 (internal software or hardware error). The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.